Event description:
Device 1 of 3: reference MFR report: 1627487-2019-03811. Reference MFR report: 3006705815-2019-01112. Additional information received identified that patient underwent surgical intervention on (B)(6) 2019 wherein the ipg and the leads were explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR report: 1627487-2019-03811. Reference MFR report: 3006705815-2019-01112.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2019-03811, reference MFR report: 3006705815-2019-01112. It was reported that patient experienced ineffective therapy. As a result, patient withdrew from the clinical study. Surgical intervention is pending to address the issue. Patient was part of the triumph clinical study.